Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed a separation between the tubing and the drip chamber. Closer inspection showed little solvent on the joint between the tubing and the drip chamber. The reported condition was confirmed. A batch review could not be completed as the lot number was not provided by the customer. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
Customer reported to baxter corporate product surveillance an interlink system secondary medication set in which the tubing was separated from the drip chamber. According to the report, the tubing was not connected to the drip chamber when the package was opened. The event is reported to have occurred before use. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available.